Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a distorted distal end with sharp edges and a damaged tap section. There were no reports of patient harm.